Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer awoke and insulin delivery was suspended on the pump. Additionally, the customer reported that the pump history was missing data. Blood glucose level was not provided. Reportedly, the customer had manual injections available as alternate insulin therapy.